Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. Further customer inquiry revealed the display had a "kind of scintillated pattern with noises" at the optical level. The image was available during incoming inspection. In addition, it was noted, the u-mount, switch box, switch button 1, and light guide-cover glass were deformed, switch button 4 had discoloration, the control unit was dirty, the electrical connector and the scope-connector had corrosion, the charge-coupled device unit was the position of charge-coupled device cable limiting length for repair, water tightness was lost due to damage on channel -tube, the image guide bundle had a stain the distal end was shaved, the adhesive on bending section was detached, the bending angle in down direction does not meet the standard value due to wear of angle wire, the insulation resistance between evis and ultrasound connector does not reach the standard due to damage on condenser. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image and the operator channel had air/water leakages prior to a procedure during preparation. The intended procedure was not performed, however the therapeutic procedure prior to the event was completed without incident. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be confirmed. The event can be detected/prevented by following the instructions for use which state: ¿·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ·the cover of the irrigation port part cannot be removed. Equipment damage can result. ·do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ·do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. ·do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. ·do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.¿ olympus will continue to monitor field performance for this device.